Event description:
Pt was ordered to have 25,000 units of heparin in 250 cc d5w to be run at 14cc hr. An hour later the bag was found empty and rate was 214cc. Heparin stopped and md notified. Ordered aptt to be drawn and not further orders.